Event description:
Information received by medtronic indicated that insulin pump had cracked battery side and grayed screen. There was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown, retainer ring = black. Customer returned pump for an alleged blank display found on (B)(6), 2021. Insulin pump received with missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display and missing segments. Pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, and minor scratches on lcd window. In summary, customer's alleged cosmetic damage was confirmed for a cracked battery tube which was noted during visual inspection. Additionally, partial display was noted due to a cracked lcd glass.